Event description:
Pt fell (unwitnessed) out of bed in nursing home. Pt had just received wound care in bed and nurse had asked cna to change her briefs. When cna went into room, pt was found on floor with large amount of blood around her. Bme was notified of event and MFR is unk. The bed is the property of the facility where pt resides.